Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device failed the self-test. There was no reported patient involvement at the time the reported issue was discovered. The fse evaluated the device onsite and determined that the paddles were not clean. The fse cleaned the paddles and the issue was resolved. The device passed all functional testing and was returned to service. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue was caused by dirty paddles. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The attending fse cleaned the paddles to resolve the issue, and the device was returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.